Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to tip fold over of the electrode array. The patient was reimplanted with another cochlear device during the same surgery.